Event description:
It was reported that the customer had a lost sensor on the insulin pump. The customer's blood glucose level wsa unknown mg/dl. The troubleshooting was performed. The customer was advised reorienting or relocating the transmitter or receiving device or both. The patient was advised to call if the issue recurs. The customer also reported that he had a weak signal. The customer was advised to continue sensing. The patient was advised that insulin pump communication has been re-established.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.